Event description:
User called the emergency support program line to report an issue with the intra-aortic balloon (iab). The iab had aline issues and was unable to flush or aspirate the inner lumen. The iab is placed axillary. No harm or injury was reported.

Manufacturer narrative:
Due to character limitation, below field are added from e.1.: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4).